Manufacturer narrative:
Additional suspect medical device components involved in the event. Brand name: wave writer alpha, upn: (B)(6), model: sc-1232, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that following a spinal cord stimulation (scs) implant procedure, the patient woke with numbness and loss of sensation in legs. The time between the paddle lead implant and the onset of symptoms was 30 minutes. The physician assessed that there was a build-up of blood, causing pressure. The patient underwent a procedure in which the scs paddle lead and implantable pulse generator (ipg) were explanted. The physician does not feel the event was device related but wanted to rule out any possible involvement. The patient has recovered. The explanted devices will not be returned as they were discarded at the medical facility.